Event description:
The surgeon could not position the lens correctly in the eye due to the bent haptics. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00194 for the delivery device used with this intraocular lens.